Event description:
A pt received a bone graft with pepgen p15 for lateral augmentation of the maxillary alveolar ridge. As reported in the complaint no bone regeneration was achieved at the site of use.